Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead may be experiencing oversensing when taking deep breaths. One failure to reconfirm has been documented and no inappropriate shocks have been delivered. Additional clinical information has been requested.